Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the cutter cap was dislodged. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There is no add'l info available.